Event description:
The patient reported a suspected false (incorrect) positive result from a rapid result covid test system, medwatch report # mw5107267 refers.

Manufacturer narrative:
This event was reported to the FDA under medwatch report # mw5107267. Patient health status was not reported. Following a negative pcr test on (B)(6) 2022 by virginia dept of health, an initial lumiradx sars-cov-2 ag test was performed on (B)(6) 2022, at an undisclosed location, with an unknown strip lot. The initial test result was positive. Confirmatory testing was performed on (B)(6) 2022, via pcr by virginia dept of health. Confirmatory test result was negative. No further information related to product and instrument handling or gloving, and cleaning routines were provided, therefore we were unable to determine if practices are consistent with product insert guidance. No patient harm, injury or adverse health consequences were communicated by the patient for the reported discordant result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: qc testing is performed on all strip lot product at the time of manufacturing and only lots that meet these specifications are released for distribution. Reports of discordant results will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events. The receipt of any new information pertaining to this event will be submitted in a follow-up medical device report.